Event description:
Abdominal aortic aneurysm stent graft failed. Suspected type ii endoleak following evar with aorto-iliac aneurysm sac expansion.what was the original intended procedure?aortic endograft removal.device #1is this a laboratory device or laboratory test?no.